Event description:
It was reported that there was a possible problem with the right ventricular (rv) lead. Follow up information indicated that a device interrogation and x-ray showed an apparent dislodgement. The lead was not pacing in the ventricle and it was hard to tell if the lead was in the atrium or the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.